Manufacturer narrative:
(B)(4). Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify back light anomaly, insulin pump error and failed battery alarm due to blank display. Unit received with cracked battery tube threads, fading serial number label and cracked case at battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had replacing the battery twice, screen was not clear to see, reporting back light anomaly, also insulin pump had pump error alarm. Customer as performed self test and it did not passed. Customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.